Event description:
A patient reported on (B)(6) 2016 stating that their implantable neurostimulator (ins) had quit working and was not sure if it was due to longevity or something else that caused it to quit. The ins was surgically replaced as a result. The indications for use were non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.